Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. It was confirmed this lead met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of {insert name of primary code} was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Noise was reproducible in clinic with isometrics and impedance confirmed to be greater than 3,000 ohms. The suspected cause of the reported observations is lead fracture. The device was reprogrammed to ventricle paced, ventricle sensed, inhibited response (vvi) 40 and discussed turning off atrial discriminators. No adverse patient effects were reported. This lead remains in-service. Subsequently, additional information was received indicating that the device was re-programmed and the device will be reassessed in april. Programming mode was changed to ventricular pacing, ventricular sensing, and inhibited response (vvi), atrial lead discriminators were turned off and atrial lead measurements were turned off. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Noise was reproducible in clinic with isometrics and impedance confirmed to be greater than 3,000 ohms. The suspected cause of the reported observations is lead fracture. The device was reprogrammed to ventricle paced, ventricle sensed, inhibited response (vvi) 40 and discussed turning off atrial discriminators. No adverse patient effects were reported. This lead remains in-service.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Noise was reproducible in clinic with isometrics and impedance confirmed to be greater than 3,000 ohms. The suspected cause of the reported observations is lead fracture. The device was reprogrammed to ventricle paced, ventricle sensed, inhibited response (vvi) 40 and discussed turning off atrial discriminators. No adverse patient effects were reported. This lead remains in-service. Subsequently, additional information was received indicating that the device was re-programmed and the device will be reassessed in april. Programming mode was changed to ventricular pacing, ventricular sensing, and inhibited response (vvi), atrial lead discriminators were turned off and atrial lead measurements were turned off. This lead remains in service and no adverse patient effects were reported.